Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a hypoglycemic episode with a low blood glucose level of 48 mg/dl. The customer's symptoms were nausea and vomiting. The customer was hospitalized on (B)(6) 2015 at 8 pm. It is unclear what may have caused the low blood glucose. The customer was assisted with troubleshooting the insulin pump. The customer's insulin pump passed all test functions. It is unclear if the customer wore the device during hospitalization. The device was not returned for analysis.